Event description:
Device malfunction. Device is failing to sense appropriately and defining ventricular noise (vn). Cannot check threshold or sensing. There is however, no noise. Boston scientific tech services contacted and they report this is a software error, occurence rate <1%. They believe it can be fixed with a software reset from a commercial program. They recommended against generator change and said tachycardia therapy would not be affected by this malfunction. Pt is aware. Device interrogation on (B)(6) 2017.